Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported at the end of the procedure an aorta alarm sounded from the impella the catheter measured at 57 and the touhy device was loose. Reportedly the physician had difficulty advancing the impella back into the aorta and made the decision to rewire through the re-access port and implant a new impella for hemodynamic stability. The new impella was placed without issue and the patient was put on bedrest. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).